Event description:
It was reported that the patient presented in (B)(6) 2016 with an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On an unknown date a possible type I or type ii endoleak was identified along with aneurysm sac expansion of an unknown amount. On (B)(6) 2020, a reintervention was performed to treat the type ia endoleak that was visible during angiography with the implantation aptus endo anchors to gain better posterior neck fixation. No type ii endoleak was visible during the angiography. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.